Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found before use with the catheter defective/damaged/deformed. The following information was provided by the initial reporter, translated from portuguese to english: when opening the peripheral venous catheter insyte there was evidence of a broken tip." It was verified that it was torn."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found before use with the catheter defective/damaged/deformed. The following information was provided by the initial reporter, translated from portuguese to english: when opening the peripheral venous catheter insyte there was evidence of a broken tip." It was verified that it was torn."